Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. Unit was able to charge properly. However, after removing device from charger, the green led did not flash. After the test plug was installed, the led did not flash, problem was isolated to electronic assembly. The unit failed to sync properly during rf/ble association, problem was isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor updating alerts. The customer reported no adverse event. The event involved product mmt-7841zn. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-7841zn was requested and it was returned for analysis.